Event description:
The armboard dropped from the bed (3085 sp) mid procedure while the patient was in trendelenberg. Fortunately the attending surgeons reacted immediately and caught the board, and more importantly the arm of the sedated patient prior to injury occurring to the patient.

Manufacturer narrative:
The photos of the armboard, indicates that the channel where the armboard fits over the siderail is worn. Since the armboard bracket is aluminum and the siderails are stainless steel, if the user over time slid the armboard up and down the siderail repeatedly, this could contribute to the wear pattern that was observed that was experienced. In addition, the spring that operates the latch may have been loose and worn. Users are cautioned in the instructions for use to inspect the armboard prior to use, and if damaged or otherwise unsuitable for use to remove it from service. The anesthesia armboard involved in the incident (spring activated latch) is an older design which is now obsolete. The anesthesia armboard at the facility has been replaced with the newer gravity latch style anesthesia armboard.